Event description:
The pt presented with endophthalmitis four days postoperative. A vitreous tap and a closed vitrectomy was performed. The lens remains implanted in the pt's eye. Pt prognosis is guarded. It is unk if the endophthalmitis is product related.